Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure a shard penetration occurred. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found a shard penetration.